Manufacturer narrative:
Manufacturing date is not on the label as pi, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the numbering of the first MRI in monaco always starts with mr2, and only the second MRI then bears the number mr1.